Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology, at the time of implant, was not reported. The vessel was 10-11 mm in diameter, mild tortuosity and mild calcification. It was reported that there was a type iii endoleak and a type ii endoleak. The physician believes that it may be a suture pop or a fabric tear. However, the physician stated that there may have been excessive inflation of the balloon with in the stent graft. The physician elected to reline the ipsilateral limb of the bifurcated stent graft with two aortic cuff stent grafts and the endoleaks resolved. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: endoleak. Excessive inflation of the balloon. Conclusions: excessive inflation of the balloon.